Manufacturer narrative:
(B)(6). Patient weight not available for reporting. Date of event: unknown. Additional product code - hwc. (B)(4). Exact implant date unknown; approximately 5 years ago. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a right retrograde femoral nail on (B)(6) 2016. The patient was initially implanted with bilateral retrograde femoral nail approximately 5 years ago by a different surgeon. Both fractures reportedly healed. The patient fell and suffered an intertrochanteric fracture above the proximal end of the retrograde nail on the right femur. On (B)(6) 2016 the nail, blade, and locking screw were removed and replaced with a long trochanteric fixation nail-advanced (tfn-a). The devices were reportedly easily removed in about 15 - 20 minutes. The patient outcome was reported as fine/stable. This is report 1 of 3 for (B)(4).